Event description:
Information received from the field notes that the patient presented to the clinic with oversensing. The patient was in good nodal rhythm. The device had been programmed to vvir since september 2005 due to atrial fibrillation. Bipolar ventricular lead impedance was 3824 ohms, unipolar impedance was 396 ohms. Thresholds had increased to 6.5 v in both polarities. X-ray was inconclusive for fracture or other anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received